Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, the patient stated the inaccuracy was greater then 20% off. The sensor was inserted on (B)(6) 2016. It was reported the patient did not enter fingerstick values promptly. At the time of contact, no injury or medical intervention was reported. The device was not returned for evaluation. The receiver data log was provided by the patient. The data log was reviewed on 06/17/2016. The complaint of inaccurate cgm values was confirmed. It was reported the patient did not enter the bg meter values into the cgm device promptly. The dexcom g5 mobile continuous glucose monitoring system states: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. However, a root cause for the reported inaccuracies cannot be determined.